Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the pump performed as intended. No damage was noted to either of the infusion set sites in use during the occlusion alarms. An infusion set site change was performed to address the occlusions. Additionally, it was reported that an inaccurate fill estimate was received. The customer declined to reload the cartridge or load a new cartridge onto the pump to address the issue. Blood glucose level was 226 mg/dl. During a follow-up call, it was reported that an additional occlusion alarm occurred. A new cartridge was loaded as part of the system check and the pump performed as intended.